Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The symptoms associated were dizziness and nausea. It was stated that the insulin pump alarmed no delivery prior to the hospitalization, but the infusion set was not changed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.